Event description:
Patient stated when he shakes his knee he hears a popping noise. Went for second opinion, the surgeon informed patient the implant is too big. The patient stated his surgeon sent him for pt but the insurance would only approve four sessions. Patient feels he needs additional pt.

Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as unknown right knee. Additional information has been requested and if received will be submitted in a follow up report upon completion of the investigation. Remains implanted.

Manufacturer narrative:
The patient is 59 inches in height. An event regarding patient pain related to a triathlon knee was reported. The event was not confirmed. The device was not available for evaluation as it remains implanted. Medical records received and evaluation: review of the medical records by a clinical consultant indicated "there is no confirmation of the complaints noted in the event description alluding to ¿popping noise¿ or ¿implant too big¿. There is no evidence that factors related to faulty prosthetic components are responsible for this clinical situation." Device history review indicated the devices accepted into final stock from the reported lot were free from discrepancies. No device specific failure modes were identified during the investigation. Pain can occur post-operatively for a number of reasons and is a symptom rather than the cause of the issue the patient is experiencing. Review of the medical records by a consulting clinician found no indication that factors of faulty prosthetic design, manufacturing, or materials were responsible for this clinical situation. The following new product was added to the complaint after the initial medwatch was submitted. Cat. No.: 5551-g-320, triathlon asymmetric x3 patella, lot code: v4km. Cat. No.: 5520-b-400, triathlon prim tib baseplate - cemented, lot code: hnwoa. Cat. No.: 5531-g-411, x3 triathlon cs ins size4 11mm, lot code: lcv555.

Event description:
Patient stated when he shakes his knee he hears a popping noise. Went for second opinion, the surgeon informed patient the implant is too big. The patient stated his surgeon sent him for pt but the insurance would only approve four sessions. Patient feels he needs additional pt.